Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the surgeon approached a blood vessel with the device once, but removed it without firing due to insufficient dissection of the vessel. The device was left in the clean field for later firing. After that, the reload was loaded onto the handle without problem, but when surgeon tried to fire the device to the blood vessel, it could not fire. There was no patient injury.